Event description:
The lay user/pt contacted lifescan in early 2009, and alleged that the language was incorrect on her one touch ultra2 meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The alleged issue first occurred in late 2008. As a result of the reported issue, the pt took her usual dose of diabetes medication (novolog 20 units). About 3 weeks after the product issue began, the pt reportedly felt "high" (specific high blood glucose symptoms not provided). It is not know what the pt did, immediately because of the "language incorrect" issue or whether she was able to test because of it. She did not receive/require any medical attention/treatment. At the time of troubleshooting, the pt was walked through resolving the issue successfully. This complaint is being reported because the pt allegedly experienced high blood glucose symptoms after the product issue began. She did not received medical attention. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.